Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated out of retropubic space. The reservoir was visible through skin. The ipp was explanted. No further patient complication reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated out of retropubic space. The reservoir was visible through skin. The ipp was explanted. No further patient complication reported.